Event description:
Pulmonary embolism occurred in (B)(6) due to meridian bard vena cava filter when blood clots formed around filter. One spoke broke off and landed in heart attaching to the inside wall with a clot attached. Others went into right lung. Hospitalizations occurred in (B)(6) 2014. Clot in heart was discovered in oct with eco-cardiogram, with another done in november, discovered it was growing. Open heart surgery was performed to remove one spoke of meridian bard vena cava filter and clot attached. The rest of the filter remains in vena cava. Attempt was made to remove filter, but unsuccessful. Filter originally put in (B)(6) 2012 after brain surgery. An attempt to remove the filter was done 6 months after that but was unable to be removed.